Event description:
It was reported that postoperatively, a fracture of the mandibular locking sagittal plate occurred, requiring removal surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.